Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the power supply issue was caused by excessive dust accumulation affecting hardware performance. The field service engineer (fse) reviewed the device after the customer reported the issue as resolved and conducted an inspection to determine the cause of the power supply failure. The fse identified significant dust accumulation within the e-drawer and surrounding hardware. The fse cleared the debris, ensured all connections were properly seated, and removed the back panel for further inspection. After completing the cleanup and checks, the fse confirmed that the device was in proper condition. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es machine would not turn on. However, there were no delays or adverse events or injuries reported based on this event.